Event description:
Pt reported the infusion set insertion device does not always correctly insert the cannula, pt will press the release button several times, but will then need to remove the cannula and restart the process. Occasionally, the cannula is released unintentionally into the open air. Infusion set insertion device was requested for eval. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.